Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-00399. The patient (B)(6) is a participant in a post market study (B)(4). It was reported the patient could not initiate stimulation. The patient reported an event involving physical exertion near the area of the leads which may have attributed to this issue. A diagnostic test found impedance issues for several lead contacts. Efforts to recapture effective therapy relief via reprogramming were unsuccessful resulting in uncomfortable stimulation in the patient's neck. Surgical intervention was undertaken to address this issue. One of the patient's extensions (from different lots) was reportedly damaged and was explanted and replaced as a result. Effective stimulation was recaptured for the patient following the procedure. Since it is unknown which of the patient's two extensions was the impacted device, both lots are being reported as explanted.